Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: abrasion of mechanical moved parts. Correction: replaced mixer. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: the mixer block was damaged by the impurities from the o2 supply line.

Event description:
The following was reported to hamilton medical ag: summary: the mixer block was damaged by the impurities from the o2 supply line.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: abrasion of mechanical moved parts. Correction: replaced mixer.